Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The returned electrode pads were isolated as the cause of the problem. Evaluation found high impedance between the p1 lead and the connector. The cause of the high impedance could not be firmly established. It's important to note that the condition of the pads when received (paper stuck to pads) may have contributed to the initial high impedance measurement. Retained samples yielded no results. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device's sync-output time was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.